Event description:
The manufacturers rep. Reported the pt was admitted to the emergency room with sedation and respiratory depression. The pt was intubated and given narcan, when the pump was turned off, the pt was already alert and conversing. The hcp suspected oral narcotics were involved and the pt was under stress due to the recent loss of his mother. The pt outcome was reported as fine.